Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included (B)(6) and grand multiparity. Previously administered products included for an unreported indication: depo-provera from 2003 to (B)(6) 2008. Concurrent conditions included uterine bleeding, cramp in lower abdomen, dysfunctional uterine bleeding, pap smear abnormal, (B)(6), back pain, bloating and depression. Concomitant products included (B)(6) from (B)(6) 2010 to (B)(6) 2010 for (B)(6) as well as lorazepam from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vertigo ("other injury(ies) or complication(s) please describe:vertigo"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced irritability ("hormonal changes describe: irritable"), mood altered ("hormonal changes describe:moody"), alopecia ("hair loss") and pruritus ("rashes or skin conditions:itching"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with megestrol, vitamins nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine and vertigo had resolved, the irritability, mood altered, vaginal haemorrhage and vaginal discharge outcome was unknown and the fatigue, alopecia and pruritus was resolving. The reporter considered alopecia, dysmenorrhoea, fatigue, irritability, menorrhagia, migraine, mood altered, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: as per mr reported essure procedure done in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina on (B)(6) 2018: an anteverted uterus, regular in contour, measuring 9.31 x 4.66 x 5.93 cm. The left ovary measured 2.79 x 3.95 x 2.37 cm. The right ovary measured 3.27 x 1.33 x 1.92 cm. No adnexal masses or free fluid seen. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, dysmenorrhea, hair loss, irritability, fatigue and pelvic pain. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs and mr received. Case became incident. Previously reported injury nos was replaced with new event pelvic pain, irritable, moody, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), fatigue, hair loss, migraines / headaches, itching, vaginal discharge, vertigo and plaintiff did not undergo essure confirmation test were added. Concomitant conditions, concomitant and treatment drugs were added. Lot number was added. Lab data were added. Reporter¿s information was added. Patient¿s demographics were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included genital herpes and grand multiparity. Previously administered products included for an unreported indication: depo-provera from 2003 to november 2008. Concurrent conditions included uterine bleeding, cramp in lower abdomen, dysfunctional uterine bleeding, pap smear abnormal, herpes simplex, back pain, bloating and depression. Concomitant products included aciclovir (acyclovir) from january 2010 to may 2010 for genital herpes as well as lorazepam from january 2010 to april 2010. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2013, the patient experienced vertigo ("other injury(ies) or complication(s) please describe:vertigo"). In january 2017, the patient experienced fatigue ("fatigue"). In june 2017, the patient experienced irritability ("hormonal changes describe: irritable"), mood altered ("hormonal changes describe:moody"), alopecia ("hair loss") and pruritus ("rashes or skin conditions:itching"). In january 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines / headaches"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with megestrol, vitamins nos and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine and vertigo had resolved, the irritability, mood altered, vaginal haemorrhage and vaginal discharge outcome was unknown and the fatigue, alopecia and pruritus was resolving. The reporter considered alopecia, dysmenorrhoea, fatigue, irritability, menorrhagia, migraine, mood altered, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: as per mr reported essure procedure done in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: an anteverted uterus, regular in contour, measuring 9.31 x 4.66 x 5.93 cm. The left ovary measured 2.79 x 3.95 x 2.37 cm. The right ovary measured 3.27 x 1.33 x 1.92 cm. No adnexal masses or free fluid seen. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, dysmenorrhea, hair loss, irritability, fatigue and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.